Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the gtin is not available for the device involved in the event, the full UDI is currently not available.

Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 7/10/2024. Additional information was requested, the following was obtained: the lot numbers received must be the correct ones. Might¿ve mistaken it while putting it in the form. Corrected information: d9 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/5/2024.. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. A device has been received, however clarification is requested whether the product belongs to this complaint. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: product code: w8556. Lot : tjbdxd, tjbdzx, tmbjda. 1. Please clarify if the additional device belong to this complaint? If so, what is the product code and lot number of the unknown returned product? 2. If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint and was returned in error, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to ethwcqcom@its.jnj.com with the ups, dhl or fedex tracker number. The following information was reported: was surgery delayed due to the reported event? : no, was procedure successfully completed? : yes, were fragments generated? : yes, if yes, were they removed easily without additional intervention? : yes, patient status/ outcome / consequences : no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: : unknown, is the patient part of a clinical study : unknown, ip-02051452 device property of :none, device in possession of :none a device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a vascular anastomosis procedure on (B)(6) 2024 and suture was used. It was reported that multiple suture threads broke during vascular anastomosis. There were no patient consequences reported. Additional information was requested.